Manufacturer narrative:
(B)(4)

Event description:
Procedure: roux-en-y. According to the reporter: firing was successful and operating room was completed without any problems. Four days post op, the patient complained of abdominal pain and it was found that they had a leak from duodenum. On sep 14th, another procedure was performed to recover. Although there was nothing wrong with the staple line on the duodenum, a 2cm hole was found nearby. The patient's status was reported as under observation.